Event description:
Description: clear care lens solution. I bought this solution thinking it was simply a contact lens clear and left my lenses soaking in the solution overnight. Well big mistake. I went to put a contact in that following morning and it was like I had dropped gasoline into my eyes. I sincerely hope that I have not done any serious damge to my eye. In addition, I hope I can get the solution off of the lenses by soaking in a different solution as I just paid over (B)(6) for the contacts. Thank you. (B)(6). When and how was error discovered: the first time I put the contact in ((B)(6) 2012) out of the clear care solution, I thought that I had something on my finger. Returned the contact to the case that held the clear care solution and put a brand new pair in right out of the MFR's lens holder. Today I tried again to put a contact in our of the clear care solution and suffered the sample outcome. Severe eye pain, burning and blurry. Even now my eye is sore and quite blurry and red. I was forced to wear my eye glasses. Pt counseling provided: unk. (B)(4).